Event description:
Patient reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
A device history record is not available due to insufficient device data. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "rupture with ultrasonic waves."